Event description:
Pt wears 24 hour holter monitor for 24 hour period. If pt comes back earlier than 24 hour countdown, then an early shutdown is done. This early shutdown of monitor somehow corrupts the digital data in monitor making it unable to extract data to review system computer. Pt is needed to wear system monitor again for another 24 hours.